Event description:
It was reported, immediately after intubation no increase in peripheral oxygen saturation (spo2) was observed; the tube was removed and reintubation was performed with a new tube. The cuff reportedly had a leak; however, there was no report of a delay in therapy, harm or injury as a result of this reported event.

Manufacturer narrative:
Functional testing was performed on the returned product; analysis of the device revealed a hole in the cuff. The reported issue is confirmed; however, the root cause was not determined for the reported issue: cuff//leak. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 22 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, immediately after intubation no increase in peripheral oxygen saturation (spo2) was observed; the tube was removed and reintubation was performed with a new tube. The cuff reportedly had a leak; however, there was no report of a delay in therapy, harm or injury as a result of this reported event.

Manufacturer narrative:
Functional testing was performed on the returned product; analysis of the device revealed a hole in the cuff. The reported issue is confirmed. The investigation remains ongoing. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 20 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.